Event description:
It was reported that the patient had episodes of ventricular tachycardia [vt] with excretion and clinicians determined the lead was oversensing the t-waves during the vt episodes. The lead was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.